Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: 06/02/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? - born 1999 female the diagnosis and indication for the index surgical procedure? Was the appendix ruptured prior to surgery? - appendix wasn¿t ruptured what were current symptoms following the index surgical procedure? Onset date? - unknown other relevant patient history/ concomitant medications? - unknown how long after the procedure was the abscess first noted by a physician? - primary operation 20.03.2021 - revision 15.04.2021 abscess location, severity and appearance? - abscess at the loop, the loop was put around the mesenteriolum and so around the art. Appendicularis, the staple line at the appendix blunt was inconspicuous were cultures performed? Results? - unknown what is physician¿s opinion as to the etiology of or contributing factors to this event? - unknown what is the patient current status? - unknown are any photos available? - no surgeon's name? - 1. Op: oä dr. Jacobs-steinringer 2. Op unknown additional information: a2, a3

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: it was received to ethicon inc one box with seven packets inside of product code mic110g. The box was received already opened. In addition the packets inside of the box were observed with no external damages. In order to evaluate the conditions of the returned samples, the packets were opened, and the knot was noted positioned properly and conforming to process specifications. No defects were observed on the strands. Functional test was performed for all the samples in order to verify the knot condition and it was closing as expected. H6 component code: g07002 - device from same lot/batch returned from user. A manufacturing record evaluation was performed for the finished device lot number: an0557, and no non conformances / manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Was the appendix ruptured prior to surgery? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? How long after the procedure was the abscess first noted by a physician? Abscess location, severity and appearance? Were cultures performed? Results? What is physicians opinion as to the etiology of or contributing factors to this event? What is the patient current status? Are any photos available? Surgeon's name? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a diagnostic laparoscopy and laparoscopic appendectomy on (B)(6) 2021 and suture was used. Abscess formation was diagnosed post operatively and the patient underwent revision surgery for laparoscopic abscess evacuation on (B)(6) 2021. Additional information was requested.